Manufacturer narrative:
Initial report sent: 9/28/2007.

Event description:
Procedure type: lap colon. According to the reporter: first device failed to fire complete staple line, and the second device did not get a complete donut (tissue specimen). Subsequently, the surgeon decided to convert to open procedure. No further pt or procedure details were made available.